Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous, parity 2 ((B)(6) 2009, (B)(6) 2012) and urinary incontinence. Concurrent conditions included body mass index normal, cervicitis and metaplasia. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain/ dysmenorrhea"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse/ dyspareunia"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), migraine ("migraines"), weight decreased ("weight loss") and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2015). At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, weight decreased and uterine pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, pregnancy with contraceptive device, uterine pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Current weight: 186 lbs. On (B)(6) 2014, she had essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, concomitant disease were added. On (B)(6) 2014, she implanted essure (previously reported as 2014). Updated suspect drug inaction. Added events abnormal bleeding (vaginal, menorrhagia), apareunia, migraines, weight loss and uterine pain. On (B)(6) 2015, she explanted essure. Updated events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffecctive". In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2015). At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.